Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege pump was under delivering. Customer stated that reservoir was not completely in the insulin pump. Customer declined further troubleshooting. Customer found reason of high blood glucose was set was tightened into insulin pump correctly. The insulin pump will not be returned for analysis.